Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A doctor of ophthalmology reported that an intraocular lens (iol) was explanted from the patient's eye for an unspecified reason. The timing of the event and patient outcome are unknown. Additional information was requested but has not been received to date.

Manufacturer narrative:
The date received by manufacturer for the initial report for this case was 09/07/2017. (B)(4).

Event description:
Additional information was received from a company representative, indicating that the removal of the iol was related to a diopter error; the patient was implanted the same day with a different diopter.

Manufacturer narrative:
Based on the received clarification, it has been determined that our device was not a contributory cause of the event; this event no longer meets reporting requirements. (B)(4).

Event description:
Clarification was received from a company representative. The surgical team made a mistake during the surgery when they took the implant; there was no calculation error.